Event description:
During the case 3 covidien suture needles broke. The needles broke at/near the tip. All three suture breaks were retrieved without any complication to the patient. A separate report done for the other suture needles. FDA safety report ID# (B)(4).